Event description:
It was reported that a small volume intermate had torn tubing. There was no patient involvement as this was found before patient use. No additional information is available.

Manufacturer narrative:
(B)(4) - the lot was manufactured from february 24, 2014 to february 27, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.